Manufacturer narrative:
The sample has been returned for evaluation. According to the supplier failure report the bearings of the galvo motors were worn out and so the curves calibration of the x-channel failed. These defects are the root cause for the reported scanner error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During onsite visit the tm (territory manager) could not duplicate the issue. The tm replaced scanner as preventive measure and completed system verification to specification. The possible root cause could be the room temperature or short warm up time of the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported a scanner defective during refractive treatment. Additional information has been requested.